Event description:
It was reported that the unspecified bd blood collection tube experienced clotting/micro clots/fibrin clots. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported via post-market surveillance survey that erroneous / inconsistent results have occurred. No further information provided on pms survey.

Manufacturer narrative:
The following information has been updated: b.5. Describe event or problem: it was reported that the unspecified bd blood collection tube experienced clotting/micro clots/fibrin clots. It was not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported via post-market surveillance survey that erroneous / inconsistent results have occurred. No further information provided on pms survey. F.10. Device codes: 1096 h3 other text : see h.10.

Event description:
It was reported that the unspecified bd blood collection tube experienced erroneous results. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post-market surveillance survey that erroneous / inconsistent results have occurred. No further information provided on pms survey.

Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd blood collection tube experienced erroneous results. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post-market surveillance survey that erroneous / inconsistent results have occurred. No further information provided on pms survey.